Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rotor green door of an exactamix automated compounding device was observed damaged. The damaged door was discovered during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: othe device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.